Manufacturer narrative:
(B)(4). B5 describe event or problem- additional. G6 type of report- follow up. H2 type of follow up- additional. H3 device evaluated by mfg-additional. H6- codes - additional.

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that "signal loss" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).